Event description:
It was reported by the sales rep that the hand piece was leaking at the hinge switch. There were no reports of any adverse patient event associated with this malfunction.

Manufacturer narrative:
On may 05 2009, the hand piece involved in the reported event was evaluated. During the evaluation, the technician noticed the handle assembly and valve needed replaced. Functional tests were performed and the unit was returned to the customer.